Event description:
Boston scientific received information that an alert was detected with the right ventricular (rv) lead and associated cardiac resynchronization therapy defibrillator (crt-d) due to high shock impedances. The patient has a history of high shock impedance alerts with their previous system. The physician has elected to monitor the situation at this time. No interventions have been taken since the new crt-d was implanted.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.